Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
A ti end cap for distal femoral nail was noted to have backed out. End cap and distal screw were removed. End cap was not replaced. Distal screw was removed because it was too long and a shorter one was placed. Fracture appeared to be healed and the nail was left in place.